Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent and broken in the distal area. The broken haptic portion was not returned. The optic was split from the edge traveling inward toward the optic center, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided from the account that "likely a company cartridge was used but cannot be sure. Unknown injector". A qualified viscoelastic was indicated. The reported broken haptic damage was observed. The root cause cannot be determined for the reported complaint. The associated cartridge and handpiece could not be confirmed. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information indicated that a back up lens was used to complete the surgery. The model and diopter of the back up lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, leading haptic was noted to be broken upon deployment of iol. The surgeon removed the lens during initial procedure. The procedure was completed with back up lens. Additional information was requested.